Manufacturer narrative:
Details of complaint: the customer reported that they have 2 patients and both are not alarming for vtach. The customer can see in full disclosure where the vtach should have occurred, but there aren't any vtachs being stored in arrhythmia recall. The nurse removed the leads from the patient and that produced an asystole alarm. According to the customer vtach is set for 6 beats and 150 bpm and is turned on under the arrhythmia alarm settings. While on the call, one of the patients had a 10 beat run up to 158bpm which did not produce a vtach alarm. Technical support (ts) sent the customer the investigation guide. There was no patient injury reported. Investigation summary: the logs provided by the customer were reviewed, the logs showed that tachycardia was set to 150 bpm. The reported events did not reach 150 bpm, as such, there were no vtach alarms. There was also an event where the customer indicated that there was no vtach alarm, but upon reviewing the logs, they showed that the device produced a vtach alarm. The alarms and the device were found to be functioning properly. There was no malfunction of the device. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that they have 2 patients and both are not alarming for vtach. The customer can see in full disclosure where the vtach should have occurred, but there aren't any vtachs being stored in arrhythmia recall. There was no patient injury reported.

Event description:
The customer reported that they have 2 patients and both are not alarming for vtach. The customer can see in full disclosure where the vtach should have occurred, but there aren't any vtachs being stored in arrhythmia recall. There was no patient injury reported.

Manufacturer narrative:
The customer reported that they have 2 patients and both are not alarming for vtach. The customer can see in full disclosure where the vtach should have occurred, but there aren't any vtachs being stored in arrhythmia recall. The nurse removed the leads from the patient and that produced an asystole alarm. According to the customer vtach is set for 6 beats and 150 bpm and is turned on under the arrhythmia alarm settings. While on the call, one of the patients had a 10 beat run up to 158bpm which did not produce a vtach alarm. Technical support (ts) sent the customer the investigation guide. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: (B)(6)2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6)2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6)2023 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: (B)(6)2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6)2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6)2023 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: (B)(6)2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6)2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6)2023 emailed the customer via microsoft outlook for patient information: no reply was received. D10 attempt # 1: (B)(6)2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: (B)(6)2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 (B)(6)2023 emailed the customer via microsoft outlook for device information: no reply was received.